Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to high pacing thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple signs of abrasion. In particular, between approx. 38 cm and 42 cm distal to the is-1 connector pin the insulation was found abraded. This finding might have contributed to the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis of the lead revealed approx. Between 10 cm and 12 cm distal to the is-1 connector pin traces of silicone glue which resulted presumably from the application of a repair kit. Additionally, the inspection showed cuts in the insulation which resulted most likely from the explantation procedure. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem.